Event description:
It was reported that the lead was removed due to insulation break.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the outer insulation and the ptfe coating of sensing cable were damaged/abraded as a result of friction to the ICD can.